Event description:
It was reported that during a lap gastric by pass, the surgeon stated the device fired and cut, and locked on the tissue after the second firing with a blue reload. He pushed the release button and the device would not release from the tissue. The surgeon then used 2 staples to fire staple and cut the tissue on each side of the device; then he cut the device off of the tissue. A 20-minute delay was reported due to the delay in deciding what path to take for removal of the device. The device is being returned in the closed position. It was noticed by the surgeon that device appeared to be separated on the side of the side of the jaw. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 12/09/2008. Information anticipated, but unavailable at this time.